Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they thought that the cause of there past stimulator charging issue was because they needed a new battery but it was changed and it didn't resolve the charging issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. Patient reported that they were initially charging every 5-6 days , then started having to charge every other day. Patient stated that they pretty sure their settings were not changed and the patient was getting good coupling. The patient's ins was replaced on (B)(6) because it showed elective replacement indicator (eri). Patient was asked if it was normal battery depletion, and patient noted that the health care professional (hcp) did not say anything. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.